Event description:
This is report 2 of 2 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that electric pen drive device heated as the attachment device contacted the patient¿s ¿epichile¿. As a result, the patient experienced an injury of a low temperature burn. There were no delays in surgery. It was not reported if spare devices were available for use. There was patient involvement reported. It was unknown which type of medical intervention was performed as a result of the injury or if there was prolonged hospitalization. The exact date of the event was unknown; however, the reporter stated that the event occurred in (B)(6) 2007. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
There was no contact name and phone number provided. Brand name, common device name and device product code were unknown. The catalog number and lot number were unknown. PMA/510(k) number was unknown. The manufacturing location was unknown. The lot number was unknown; therefore, the device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.